Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. The patient was advised to change out the sensor to see if that would resolve the issue. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/17/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.